Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was trying to bolus but the button got stuck and pressed the up and down arrow by itself. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.